Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot numbers. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information (journal article), the reported event can be confirmed. As per response received from the author of the journal article, the author does not know what caused the reported event of nerve injury but stated that there is always a small percentage of nerve complications due, probably, to surgical approach. The complication however was spontaneously resolved in less than a year. However, based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Unknown allotfit cup item# unknown lot# unknown. Unknown cerasul liner item# unknown lot# unknown. Unknown alloclassic stem item# unknown lot# unknown. G2. Foreign: spain. Literature: long-term follow-up of total hip arthroplasty using polyethylene-ceramic composite (sandwich) liner. Doi: 10.1177/11207000241239624. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
On 06-nov-2024, a journal article was retrieved from hip international (2024) that reported an observational, longitudinal, ambispective, single-centre study from spain. The purpose of the study was to estimate the cumulative incidences of revision surgery and implant failure due to fractures, survival rates, and the long-term clinical and radiological outcomes. The study reviewed 55 patients (60 hips) implanted between january 1999 and december 2002 at (B)(6) hospital. All surgeries were performed in a watson-jones and cementless technique using allofit shells, cerasul alpha neutral liner paired with a ceramic cerasul head, and an allo classic femoral stem. The indication for surgery was osteoarthritis (29 implants/24 patients, 5 bilateral implants), osteonecrosis (14 implants/14 patients), sequelae of childhood pathology (11 implants/11 patients), and inflammatory arthritis (6 implants/6 patients). The study population had a mean age of 47.2 years at time of surgery (range, 44.6-49.9); (50 males / 5 females). The median (range) follow-up period was 220 (183¿237) months (18.3 [15.3¿19.8] years). The study reported 1 patient had transient crural nerve axonotmesis postoperatively. Attempts have been made and additional information on the reported event is unavailable at this time.